Event description:
It was reported that the unspecified bd¿ needle point penetrating through shield causing a needle tick. The following information was provided by the initial reporter: blunt needle punctured red sheath when inserting. Needle contained only sterile water. Small puncture with blood to staff finger

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-jul-2023 h6: investigation summary it was reported the blunt needle punctured the red shield while recapping resulting in a needle stick injury. To aid in the investigation, one sample with a packaging blister top web and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the plastic shield has a perforation 1/4" from the top. The perforation was made from the inside going out. No other defects or imperfections were observed. The photo shows a packaging blister top web. No other information could be obtained from the photo. It could be possible the customer is not using the product as intended. This product should not be recapped. A device history record review was completed for provided material number 305180, lot 0106060. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
D.4. Medical device lot #: lot was reported; however, this is not a lot # manufactured for the reported catalog #. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ needle point penetrating through shield causing a needle tick. The following information was provided by the initial reporter: blunt needle punctured red sheath when inserting. Needle contained only sterile water. Small puncture with blood to staff finger.